Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us. The result code and conclusion code have been updated.

Manufacturer narrative:
The field service representative cleaned the tubing, performed an instrument check, and replaced the reagent probes and measuring cells. The investigation is ongoing. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable high troponin t hs results for two patient samples from cobas e 801 module serial number (B)(4). Patient 1 initial result was 133 ng/l and the repeat result was 43.88 ng/l. Patient 2 initial result was 11630 ng/l and the repeat result was 8944 ng/l. The initial results were reported outside of the laboratory and the medical doctor asked for retesting since he interpreted the initial results as false-high.